Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted successfully on (B)(6) 2013 (exact date unknown). According to the complainant, the patient anatomy was not tortuous and the stent was being placed as a bridge to surgery to relieve pressure due to a malignant colonic stricture. In (B)(6) 2013, the physician performed the planned colonic resection surgery. The physician noted that ¿once the stent portion of the colon was resected, upon visualization the stent had partially eroded through the colon wall¿. The stent and eroded portion of the colon were successfully removed. The patient was not experiencing any symptoms prior to the surgery and was not undergoing chemotherapy or radiation treatment. Reportedly the resection surgery was not due to the erosion. No patient complications resulted from this event. The patient's condition following the procedure was reported as being okay.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.